Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected constant tone noted. All buttons functioned properly. No damage in the keypad assembly noted. The insulin pump was received with minor scratched lcd window. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with the insulin pump giving off a constant tone. Customer stated she was asleep when alert occurred. Customer's blood glucose was unk. Customer stated that none of the buttons were working and was unable to see any alarms or clear any. Customer was able to take out battery and reinsert. Customer stated the tone stopped but at the same time the keypad was not working. Customer does not recall any significant events that may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.